Event description:
The facility reported an infusion pump with a failure code 810:11. Although information was requested by baxter, no information was available regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury. Additional contact information was requested but no additional contact was identified.